Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user contacted support regarding dexcom app assistance while experiencing hyperglycemia, with blood glucose initially reported at 254 mg/dl after a period of stress, missed meals, and disconnection from the ilet pump during which the user reverted to mdi; the user subsequently reconnected to the pump and glucose values decreased to 215 mg/dl and appeared to stabilize. Symptoms included hyperglycemia. Outcomes included no reported hospitalization or injury. Investigation included telephone-based troubleshooting and user education related to cgm app use and pump reconnection. Investigation of this case revealed no device malfunction was identified and the event was consistent with hyperglycemia associated with interruption of insulin delivery and user-specific factors. It was concluded, based on previously established findings for similar reports, that the cause was unclear.